Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Blood glucose was not impacted.

Manufacturer narrative:
Device not returned.